Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin. The caller alleged that the infusion device was delivering more insulin than defined for the time block. The caller reported that he was at work when he began to experience hypoglycemia. The customer attempted to self treat with a dextrose packet, but then realized the dextrose was expired and he spit it out. The customer then lost consciousness. The customer's co-workers called an ambulance. The blood glucose results obtained by the emt's were not provided. The emt's treated the customer with dextrose and glucose and transported him to the hospital. The blood glucose results obtained at the hospital were not provided. The hospital treated the customer with dextrose and glucose and he was hospitalized for two days.